Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents and no unexpected low battery alarm noted during testing. Power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed power loss alarm, replace battery alarm, replace battery now alarm and then alarmed power error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, he insulin pump was monitored and functioned properly. The insulin pump was received with broken off the belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails. Stained serial number label and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was 25 mmol/l at the time of the incident. Troubleshooting was done. The insulin pump was returned for analysis.